Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received on (B)(6) 2020, central station did not alarm during patient lethal arrhythmia. Patient did not code. Patient deceased.

Manufacturer narrative:
No failure found. The ics database and xhibit logs were analyzed. Investigation found device generated alarms of ventricular tachycardia that transitioned to tachycardia, then bradycardia, and eventually asystole. These alarms all concluded when they were manually paused at the bedside monitor. The fse went on-site tested all products and passed, including both visible and audible alarm notifications. The device functioned as expected. The customer continues to use the involved devices without recurrence. This investigation is considered close. H3 other text: placeholder.